Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following the insertion of the guidewire, the patient's pre-existing right bundle branch block (rbbb) progressed to an atrio-ventricular (av) block of unspecified severity. Subsequently, temporary pacing was inserted, and the valve was implanted successfully. It was noted that the block did not improve following implantation, so temporary pacing was left in following the completion of the procedure. Additional information was received to report a medtronic confida guidewire was used for the procedure.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329, brand name: evolut fx dcs; lot #: 0013280861 medtronic product ID: evfxplus-23, brand name: evolut fx plus valve; serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.